Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was attempted to be implanted during a procedure performed on (B)(6) 2026. During the procedure, the release of the stent was initiated, but it was confirmed that the stent had not expanded sufficiently. The procedure was completed using a different device. There are no patient complications reported as a result of the procedure.